Event description:
Customer reports, "feeding tube inserted at 1300 into right nostril. No resistance on insertion. X-ray verified good placement. Pump had a "no flow" warning after one hour (pump ran one hour then would no longer run). Feeding tube removed. Kink found in tube." Another feeding tube was inserted.